Manufacturer narrative:
The customer refused to conduct troubleshooting. A replacement pump was sent to the customer. During follow up with the customer on (B)(6)2017, the customer confirmed that she was diagnosed and treated with antibiotics for mastitis. She indicated that she did not feel comfortable sharing specific medical information. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that her pump in style breast pump had low suction when using the vehicle lighter adapter. She also stated that she had been diagnosed and treated with antibiotics for mastitis. She also reported that she pumps and breastfeeds her baby.